Manufacturer narrative:
Each of the rods were bent in four directions into approximately a 45-degree angle. The rods did not hold the angle. With use over time the coil core inside the device will fatigue, which will result in the loss of angle retention as noted with this device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information, the patient sought medical attention reporting penile shortening and perineal and testicular pain. During a physical examination, the physician found the penis to be asymmetrically implanted, with a shortening of approximately 3 cm on the right. Perineal palpation of the crura revealed protrusion of the right shaft beyond the corpus cavernosum and bulging on palpation. Subsequently, the patient underwent an MRI scan, which was inconclusive but suggested a possible fracture of the right cylinder. Due to pain and signs of ruptured penis cylinders, the doctor then decided to have the patient undergo prosthesis revision on the same day, when he found that both cylinders were fractured. The surgery report indicated that: "the left penile implant was removed via the perineal (crural) approach. It was extruded and had localized inflammation. A fracture of the metal shaft of the implant was observed. The right implant was removed via the penoscrotal approach with a balanopreputial incision, a type of postectomy, to repair a chronic cavernous-cutaneous fistula of approximately 3 months' duration. The fractured implant stem and the presence of a small hole could be observed, which coincided with the presence of the fistula. The corpora cavernosa were thoroughly cleaned and washed, and corresponding repairs were performed. Due to the injuries sustained in the corpora cavernosa, it was decided not to implant new prostheses during this surgical procedure and to wait 30 to 60 days before reimplantation." The patient has recovered and is awaiting an appointment for a new implant.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient sought medical attention reporting penile shortening and perineal and testicular pain. During a physical examination, the physician found the penis to be asymmetrically implanted, with a shortening of approximately 3 cm on the right. Perineal palpation of the crura revealed protrusion of the right shaft beyond the corpus cavernosum and bulging on palpation. Subsequently, the patient underwent an MRI scan, which was inconclusive but suggested a possible fracture of the right cylinder. Due to pain and signs of ruptured penis cylinders, the doctor then decided to have the patient undergo prosthesis revision on the same day, when he found that both cylinders were fractured. The surgery report indicated that: "the left penile implant was removed via the perineal (crural) approach. It was extruded and had localized inflammation. A fracture of the metal shaft of the implant was observed. The right implant was removed via the penoscrotal approach with a balanopreputial incision, a type of postectomy, to repair a chronic cavernous-cutaneous fistula of approximately 3 months' duration. The fractured implant stem and the presence of a small hole could be observed, which coincided with the presence of the fistula. The corpora cavernosa were thoroughly cleaned and washed, and corresponding repairs were performed. Due to the injuries sustained in the corpora cavernosa, it was decided not to implant new prostheses during this surgical procedure and to wait 30 to 60 days before reimplantation." The patient has recovered and is awaiting an appointment for a new implant.